Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator and premature battery depletion. The indicator was cleared and immediately returned to erp. The unit could not be programmed to a high rate and paces at 65 ppm due to the erp indicator. The patient is in a coronary care unit due to heart valve replacment and is being supported by an external pacemaker.